Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp for support of a patient admitted in with a nstemi (non-st segment elevation myocardial infarction). The patient had the cp placed after code and CPR. The pump was placed but after 2 days there was thrombus noted, new clot, within the lv (left ventricle). This prompted the team to plan wean/explant.

Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.